Manufacturer narrative:
Device available for evaluation ¿ yes, returned to manufacturer on 5/2/2017. Device returned to manufacturer ¿ yes. Device evaluation: the device was returned to the manufacturer. Device inspection was performed and the lens was cut in half, most probably to make explant possible. Considering the condition of the lens additional analysis is not possible. The device issue could not be confirmed in the returned sample. Manufacturing records were reviewed and the lens was manufactured according to specification. A search on complaints revealed no other complaints were received for this order number to date. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the device . Based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to the manufacturer has been submitted.

Manufacturer narrative:
The lens was not implanted; therefore, not explanted. (B)(4). All pertinent information available to the manufacturer has been submitted.

Event description:
It was reported the wound was too tight for the lens to be implanted. The physician enlarged the incision slightly. Reportedly, the physician had attempted to implant two lenses and neither of the lenses would advance through the incision. The doctor widened the incision and the 3rd lens was successfully implanted. There was no patient injury and no sutures required. The customer indicated there was no product quality issue and no adverse consequence. Doctor reports he attempted to use two lenses, therefore 2 mdrs will be provided. This report will capture the second of the two lenses reported.